Event description:
During a ptca/stenting treatment procedure, the viva balloon ruptured. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid lad coronary artery. Initially, the physician had planned ablation of the lesion by using a rotablator, but when he attempted to cross the lesion with a maverick otw balloon, he was unsuccessful. It was replaced with the viva 20/1.5 mm balloon which was inflated one time to 4 atms, then ruptured. The viva balloon was removed and replaced with a maverick otw 20/1.5 mm balloon which was inflated three times at the lesion site. (The number of atms of the inflations is unknown.) Then, the physician up-sized to the hayate pro 20/3.0 mm balloon to complete the predilatation of the lesion for placement of a penta 18/3.5 mm stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.